Event description:
Physician reported implant rupture. MRI performed identified a suspected cyst. Device has been explanted and replaced with a non-allergan device . This relates to the left side.

Manufacturer narrative:
Postal code - (B)(6). (B)(4). Device photo analysis: visual analysis of the photographs identified one opening, red particles material was found on the shell and red/white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.